Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Engineers determined that a download of device memory could not be completed because this s-ICD was operating with manufacturing firmware (note: manufacturing firmware is for electrical test purposes; only used during the manufacturing process). Adjustments were made to the manufacturing firmware and the memory download then completed normally. Review of the device memory revealed that the battery was at beginning of life (bol). The device would not communicate with a programmer due to the fact that patient firmware was not installed on this device. Review of manufacturing documentation revealed that this s-ICD encountered a radiofrequency telemetry error during initial final pack testing and the rest of the final pack tests were not performed. As a result, patient firmware was not properly installed in this device, thus preventing communication with an s-ICD programmer. Mitigations have been implemented in manufacturing to address this situation and to validate that devices pass all final pack testing and patient firmware is installed prior to distribution.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a telemetry issue was noted at the implant, the programmer picked up the device when in the field representatives bag, but when the device was placed into the pocket telemetry would not established with the programmer and the device could not be interrogated. Boston scientific technical services (ts) attempted to provide troubleshooting steps for the field representative with no success. Three different programmers were used before a new device was used. It was noted that when a magnet was placed over the device the device beeped. No adverse patient effects were reported.